Event description:
It was discovered that multiple ecgs were reconciled to one order in our electronic medical record (emr). The ECG request is placed in the epic emr, sent to the philips trace mastervue. The ECG is recorded on an electrocardiography cart and then reconciled in the trace mastervue to the epic order number. When more than one ECG is reconciled to a particular order, the latest ECG reconciled to the order will link to that order in the emr. Specifically, if a patient has an ECG at 8 am (and it is reconciled to order #1) and then has a second ECG that day at 12 p.m., it should be reconciled to order #2 (given the clinician entered a second order for the patient.) If the second ECG is reconciled to order #1, it will link to that order and replace the first ECG. A second issue recognized is that on occasion ecgs from different patients were reconciled to the same order causing patient mismatches. There were 10 cases identified, all were investigated and resulted in no patient harm.health professional's impression: management system and electronic medical record (emr).manufacturer response for ECG management system, trace mastervue:manufacturer is aware of patient mismatch when order is re-used but do not have a solution.